Event description:
Patient reported obtaining back-to-back blood glucose results, of 298 mg/dl and 79 mg/dl, on the advantage system. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing was performed on the system ad both l1 and l2 were out of range low. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: advantage strip lot 522750 with expiration date 04/30/2007.

Manufacturer narrative:
The suspect product is the advantage strip.